Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to chest pain. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the implantable cardioverter defibrillator (ICD) t-wave detection algorithm withheld therapy for what was thought to be a true ventricular fibrillation (vf) episode. Follow up was conducted and it was verified that reprogramming was completed. The device remains in use. No further patient complications have been reported as a result of this event.